Event description:
It was reported that following a diagnostic angiogram a 6f angio-seal vip was selected for use in the right femoral arteriotomy. Deployment difficulties were encountered as the anchor and device pulled out of the artery and did not remain in the patient. The patient received 1500 units of heparin during the procedure. Thirty minutes of manual compression and a femostop were applied. Hemostasis was achieved and the pt was kept in the coronary care unit for four hours per the hospital's standard protocol for manual compression. The patient was discharged and when she experienced some soreness and bleeding in the groin area, she was brought to the emergency department. The emergency department noted that the patient had a hematoma forming and swelling was logged as a mild form of elephantitus according to info provided by nurse unit manager. The patient continued to bleed and was not given any form of compression in the groin area which caused increased swelling. The patient underwent surgical intervention and reportedly received 60 units of blood due to significant bleeding. The pt passed away two weeks after the procedure. The date of death is month specific.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal pt info guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.